Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use during dwell 5. The home patient (hp) was connected at the time of the alarm and did not disconnect any time prior. The technical service representative (tsr) had the hp cycle power. The hp states lines appear to be fine. The tsr explained the alarm. The hp was unsure of doing manuals or restarting with new supplies. The hp will notify the nurse of alarm. There was no patient involvement and there was no patient injury or medical intervention associated with this event.